Event description:
It was reported that the system was replaced due to infection. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant products: 1581 lead implanted (B)(6) 2003; 1488tc lead implanted (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.